Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (1 mg ml at .05 mg day) via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that during a routine pump replacement, that catheter would not aspirate through the side port. The healthcare provider (hcp) removed the pump segment and was able to aspirate directly from the catheter, so they used an equal length new pump segment and connected it to the existing spinal segment to fix the catheter. There were no external factors that contributed to the event. The issue was resolved at the time of the report. The explanted catheter portion was discarded. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.